Event description:
It was reported that during a thyroid procedure, tip of blade broke off during procedure and had to be retrieved. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.